Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, bowel problems, recurrence and vaginal scarring. The patient had the mesh adjusted in (B)(6) due to pain and infection. The patient underwent mesh removal on (B)(6) 2012 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic cystocele and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent another mesh implantation on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Event description:
Details: it was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis, vulvovaginitis, vaginal itching and burning.